Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with f38. This condition had the potential to interrupt delivery. This condition was found in the medicine b area. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was confirmed and reproduced during service evaluation. However, the assignable cause was not identified. Should additional information become available, a follow-up medwatch will be submitted.